Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the ivc, significant stenosis and occlusion, and moderate narrowing of the ivc along the inferior margin of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation, ivc stenosis and ivc occlusion could not be confirmed and the exact cause could not be determined. The presence of ivc stenosis and an ivc occlusion do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the patient underwent placement of an trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the ivc, significant stenosis and occlusion, and moderate narrowing of the ivc along the inferior margin of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Event description:
As reported through the legal department via legal brief, the patient underwent placement of an trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the ivc, significant stenosis and occlusion, and moderate narrowing of the ivc along the inferior margin of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, upon discharge patient asymptomatic, afebrile, and vital signs were stable post implantation. Additionally, patient had a computerized topography scan completed approximately 1 year and 2 months post implantation found hiatial hernia, partially visualized cardia device leads within the right atrium and right ventricle. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion, device unable to be retrieved however no retrieval attempt was documented, and constant worry and anxiety about the state of her health related to her ivc filter, right leg and groin pain and bilateral lower extremity swelling, and a CT scan revealed that the filter was malpositioned.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to; perforation of the ivc, significant stenosis and occlusion, and moderate narrowing of the ivc along the inferior margin of the filter, the filter is malpositioned, blood clots, clotting, and/or occlusion, right leg and groin pain and bilateral lower extremity swelling. The information also indicated that the device is unable to be retrieved however no retrieval attempt was documented. The patient is also in constant worry and anxiety about the state of their health related to her ivc filter. The indication for the filter implant was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient also had a history of malignancy of the colon. The device implant procedural details have not been provided. The information provided indicated that approximately fourteen years postimplant the patient present to the hospital for right leg and groin pain and bilateral lower extremity swelling. A computed tomography (CT) scan was performed and revealed that the filter was malpositioned with multiple filter legs protruding through the caval wall and moderate narrowing of the ivc. It was also discovered that there were multiple markedly dilated anterior abdominal wall superficial collateral extending from the bilateral common femoral veins along the bilateral flanks into multiple partially visualized intercostal veins, suggestive of significant stenosis or occlusion. Approximately nineteen months later the patient had another CT scan for evaluation of the filter. The images were not provided, and the medical dictation report only provided the chest portion of the CT scan, which revealed a small hiatal hernia and partially visualized cardiac device leads within the right atrium and right ventricle. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Stenosis is an abnormal narrowing in a blood vessel. With the limited information provided and the location of the stenosis not revealed it is not possible to determine a relationship between the filter and the stenosis. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Additionally, without post implant films for review the report of clotting, occlusion, and blood clots could not confirmed or a cause be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction: swelling not coded in previous submission, but included in description.

Manufacturer narrative:
Corrected data: (product code).